Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery, the patient was reimplanted with a new device.

Event description:
Per the clinic, the patient experienced a sudden loss of connection the internal device. Attempts to connect to the device were unsuccessful. It is unknown whether there are plans to explant and reimplant the patient with another device as of the date of this report, (B)(4), 2011.